Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. The customer contacted olympus technical assistance support (tac). The customer informed tac of the event. The device will not be returned to olympus for evaluation. Technical assistance provided remote troubleshooting (power off cv-190/clv-190, remove scope, clean contacts with an alcohol prep pad, allow to dry. Continues to error -ensure the maj-1430 video scope cable is not connected to the cv-190 -power off cv-190/clv-190 reset maj-1933 digital light source cable, reseat scope, power on, continues to error -connect another 190 scope with power off. Power on, continues to error. -connected another clv-190 / (B)(6), used the same maj-1933, connected scope with power off. Power on, did get an image). The reported failure was confirmed. However, based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up / inspection for use (during set up in room / before patient in room) of colonoscopy procedure the subject device had a b30 scope communication when connecting multiple scopes. There were no reports of patient harm.